Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that 2 call rec ordings available information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that they hadn't been able to recharge their ins for the two days as no device found kept appearing. Pt stated that they reset the controller and kept repositioning the rtm over the ins, however no device found would still appear. Pt stated that the three numbers on the trying to recharge screen were 92 92 96 and that the green light was flashing above the screen. Pt mentioned that they had tried going through passive recharge mode for the past two days. Pt confirmed that the rtm was not getting hot while trying to recharge the ins (pt stated that the rtm was cold); pt mentioned that the rtm paddle got really hot one time before and so the rtm was replaced. Pt confirmed that there was no apparent damage to the rtm. Pt confirmed that there were no issues with recharging the controller from the ac power supply. Pt then confirmed seeing the normal recharging screen with recharging excellent indicated.

Manufacturer narrative:
Continuation of d10: product ID 97715 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: product type implantable neurostim ulator section d information references the main component of the system. Other relevant device(s) are: product ID: 97715, serial/lot #: (B)(6) ubd:28-jul-2020 UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n#:(B)(6) ) revealed a rms voltage at the h field probe. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.